Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parents reported via phone call that their daughter experienced low blood glucose and the insulin pump had was damaged. The customer¿s blood glucose level was 45 mg/dl. The customer also states discoloration on the pump around the battery compartment as well as the pump was overheated. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. No burn damage on electronics and motor assembly noted.